Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Deformation. No observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.